Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the right coronary artery, the 3.50x15 rx xience xpedition stent delivery system was advanced, resistance was felt with the anatomy, moderate force was applied to the stent delivery system, and the shaft separated. The device was simply withdrawn from the anatomy and another unspecified stent system was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue. No additional information was provided.